Event description:
It was reported that during deployment of the embolization coil, the coil prematurely detached partially in the artery. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: sample was not returned for eval. Root cause analysis; the root cause of this event could not be determined.